Event description:
It was reported that bd syringe 1ml ll demonstrated leakage at luer connection. Material#309628 lot#4289636. It was reported that, when packaging cells in 1ml syringes, leakage occurs at the connection point. The cells are collected from bags and then successively diluted using 10ml and 5ml syringes: no leakage problems. Then final packaging in 3 1ml syringes: 2 are injected into the patient and 1 syringe is kept for the sample library. On one of these syringes: leakage of the preparation at the junction with the luer lock, flowing around the screw thread. Loss of cellular product estimated at 300 microliters for one of the syringes, syringe kept for the sample library. Impact on the sample library of the finished product. A similar problem occurred with another technician one week earlier, using the same devices. During the packaging of cells in 1 ml crystal syringes (ref. 309628), there is a near-systematic leak from the connector, resulting in a loss of the cell product, which is produced in excess. This has no impact on the patient but affects the regulatory samples of the finished product (endothelial cells, mesenchymal cells). No consequences for the patient (B)(6) 2026. Please confirm both event dates for this product issue. Yes 2 events the complaint states that the events occurred one week apart. Please confirm the exact dates of the events. On 29/01/2026 and the previous event took place the week before between 19/01/2026 and 23/01/2026.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation: five samples and one photograph of a 1 ml ll syringe, part number 309628, batch 4289636, were received and evaluated. All samples arrived fully assembled and properly packaged, and inspection and testing performed by a qualified quality representative confirmed that none of the samples exhibited damage and that all met acceptable limits. One photograph was also reviewed, however, due to the nature of the reported defect, the image alone was insufficient to confirm a leakage issue. Based on the evaluation performed, the observed condition is conforming to product specifications. Furthermore, a device history record review was completed for the provided lot number 4289636. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect.